Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The plumset was used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, the customer contact reported that the tubing separated from tubing set. No specific details were provided. There were no reports adverse patient effects and no reported delays of therapy. No medical interventions were reported. No additional information was provided.